Manufacturer narrative:
Review of device history recors show that lot released with no recorded anomaly.device was not returned for evaluation. Device was not returned for evaluation.

Event description:
It was reported that patient underwent a shoulder surgery involving a juggerknot implant device on (B)(6), 2011. Report indicates that the tip of the juggerknot device fractured in the glenoid bone.